Manufacturer narrative:
(B)(6). The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists, "miscellaneous user inputs (general post-operative pain)¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11148/11149/11150. This report is being submitted late as it has been identified in remediation. H3 other text : product location unknown

Event description:
It was reported that a female patient underwent a right total knee arthroplasty procedure on (B)(6) 2016. During the six (6) month post-operative (post-op) follow up visit , the female patient reported that she experienced moderate pain or discomfort, problems walking about, problems with washing/dressing self, problems with usual activities, trouble getting in/out of the car, pain while standing, limps often, and finds it impossible to kneel and walk downstairs. The patient has a primary diagnosis of osteoarthrits and the patient has also reported to being depressed and anxious. No additional information was provided and patient's outcome is unknown. Attempts to obtain further information were performed, yet no additional information was provided.